Manufacturer narrative:
Continuation of d10: product ID: 977a290; serial# (B)(6); product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on february 3, 2022. The manufacturer representative (rep) reported that the patient had a fall on (B)(6) 2022 and could possibly have a lead fracture on their cervical percutaneous lead.  X-rays were taken and the patient met with the physician.  No actions/interventions were taken by the rep; the patient's clinic may have the rep meet with the patient to check impedances.   Issue was not yet resolved.  It was unknown at the time of the report if surgery was planned.  The patient was contacted to obtain additional information on (B)(6) 2022. The patient reported that the fall that was reported by the rep on (B)(6) 2022 was the fall they had in 2018. Immediately after that fall, they had started experiencing jolts of electricity to their head when the ins was on. The pt decided to turn the ins off since the jolts would stop when it was turned off. X-rays confirmed that the lead was broken. The patient doesn't want to have surgery if it's not necessary, so they decided to just keep it off and will not pursue surgery at this time. Patient provided what their weight was in 2018.

Manufacturer narrative:
D10: section d information references the main component of the system and other applicable components are the leads. Product ID 977a290, serial# (B)(6), implanted: (B)(6)2016, explanted: (B)(6) 2024, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that patient (pt) hasn¿t used device in a very long time. The system was explanted and a broken lead/contact was found and removed.

Manufacturer narrative:
Analysis identified that the implantable neurostimulator (ins) was functioning within specifications but has reduced capacity due to {x} overdischarge{s}. Continuation of d10: product ID 977a290 . Serial# (B)(6), product type lead . Product ID 977a290 , serial# (B)(6), product type lead. Product ID 97791 , serial# unknown, product type accessory. Product ID 97791 , serial# unknown, product type accessory. Analysis of the ins (B)(6) revealed that the implantable neurostimulator (ins) was functioning within specifications but has reduced capacity due to an overdischarge. Analysis of the lead (B)(6) revealed that the conductor #0 was broken; between #1 and #0 from the distal end of the lead. Analysis of the lead (B)(6) revealed that the conductor #0 was broken; between #1 and #0 from the distal end of the lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that around mid-(B)(6) 2018, the patient had fallen directly on their ins at work, and since the fall their body started to gradually hurt more and more. On (B)(6) 2018, the patient was having issues with their programmer. At the time of the call on (B)(6) 2018, the patient was able to connect their programmer to the ins. The programmer indicated the ins was depleted. It was suggested that the patient charge the ins. It was noted the patient's doctor was going to order an x-ray to check the device. No further complications were reported or anticipated. Additional information was received from a manufacturer representative (rep) on (B)(6) 2018. The rep met with the patient on (B)(6) 2018 for programming. Impedance showed 0 and 8 were greater than 10,000 ohms. After electrode references were changed the rep confirmed that all other electrodes were in the 800-900 ohm range. The rep said that the patient was programmed bipoles using 0 and 8 on both leads. The rep ended up moving the programming down the lead and used 1, 2, 3 and 2, 3, 4 electrodes for programming at 40 hertz and around 200 pulse width. Programming allowed the patient to have pain relief. Per x-ray it looks like on of the electrodes might have broken off as a result of the patient¿s fall. No further complications were reported/are anticipated.